Event description:
On 5/4/00, the facility's or supervisor informed the MFR's sales rep per the facility's medwatch report (uf# 4500080000-2000-0002, of the following: the device was implanted in 8/99. On 5/2/00, the device with approx 4" of connected catheter was explanted. Unable to retrieve the sheared catheter and as a result, the rest of the catheter remains in the pt's body. The report also states that the device in question will remain at the hosp for two (2) years. Since the device will remain at the hosp and will not be returned to the MFR for analysis, the MFR's investigation of this event will be limited to a trend analysis and review of the device history record. On 5/16/00, the MFR received the facility's medwatch report that states the following: during routine chest x-ray it was noted that the catheter was apart. Pt was explored at catheter sight, device was removed and the tip was missing. X-ray shows the tip is under the shoulder bone. It is not known how long it has been separated. The end piece was not removed. Pt will continue to be followed with routine x-rays. No further details were provided.